Event description:
The customer reported that the system displayed collimation errors and failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator connectors were reseated and a full collimator calibration was performed. The system was tested and found to be working as intended and returned to service.